Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the returned lead segments. A mid-body portion of the lead was not returned. Resistance test was completed to assess lead electrical performance and insulation integrity. Measurements throughout the test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations with the returned lead segments, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Laboratory analysis did identify explant related damage.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. It was noted asystole was less than 2 seconds. As a result, this rv lead was explanted and replaced. No additional adverse patient effects were reported.